Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.

Event description:
Per form submitted to (B)(6) by the customer: in relation to our reactions to the manufacturer's recall, (B)(4), we performed the explantation of the above mentioned product, with the catheter showing hole formation at the site of entry into the vessel. Catheter explanted, patient outcome not specified.